Event description:
Healthcare professional reported a right side "ruptures due to airbags went off during a car accident" which is not device related. Healthcare professional later reported a right side capsular contracture baker grade IV. Healthcare professional also reported 'peri-implant fluid." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: rupture-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, "peri-implant fluid", rupture due to accident.